Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The husband of a customer reported via e mail that his wife required a glucagon shot the other night but was not hospitalized due to this. Customer wanted to document this incident. No further information was given.